Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture with an output of 1.25 volts (v) at 1.0 milliseconds (ms) and possible noise. A health care professional (hcp) reported that the patient may have an increase occurrence of atrial fibrillation with rapid ventricular conduction. Furthermore, patient had high voltage shock which was successfully converted. Hcp had programmed outputs to 5.0 v at 1.0 ms and the physician suspected a lead fracture. The patient had a complete heart block and will have a device upgrade to a dual chamber device. Further investigation was performed, however no additional information is available at this time. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time the system remains in service. If additional information becomes available this report will be updated as necessary.